Manufacturer narrative:
From the picture it was observed a "distal connector broken". No other defects were observed. Per DHR (device history record) the product et tube, preformed cuffed oral, 8.0, lot #01c1000152 was manufactured on 03/18/2010. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "distal connector broken prior to use", the complaint can not be confirmed and a conclusive root cause can no be determined since the sample was not available at the time of this report. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the connector at the machine end of the endotracheal tube was found broken just before use.